Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the left ventricular (lv) lead was dislodged, and was resulting in a loss of capture. The physician opted to explant and replace the lv lead, a new lead was successfully implanted. The patient was in stable condition before, during, and after the procedure.